Event description:
It was reported the device was in use and gave a "over temperature" alarm (see related file 3012307300-2022-00489 for warmer information). The reporter stated the device was powered down and powered back on and warming re-started. The reporter stated a "large air bubble" was identified in the fluid warming set (see related file 3012307300-2022-00508 for first warming set information). The reporter stated the device was powered down and powered back on and warming restarted. The reporter stated the warming set was changed and the disposable o-rings were lubricated but air bubbles occurred again. No patient injury reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation.